Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 95% to 65% within a few minutes. Subsequently, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was no impacted due to the reported issues. Reportedly, the pump was able to be charged with a different wall adapter.